Event description:
It was reported that a pt had an infection along the pump and catheter, which resulted in the removal of her pump eleven (11) days after implantation. The concentration and daily dose of medication being administered via the pump were not specified, but reporter believed the pump contained cancer pain medication. No pt symptoms associated with the infection were reported. A culture was done; results are unk as of the date of this report but the infection was believed to be linked to the pt's anal cancer. Per the reporter, the pt's cancer was worsening and pt was "not doing well"; the family may withdraw treatment. A follow-up report will be submitted should additional info become available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.